Manufacturer narrative:
A physician, who was an allergist, called to request medical information and additionally reported adverse events. The physician reported that a patient had a cypher stent implanted in an unspecified vessel for an unspecified reason approximately 3 months ago. The patient's past medical history was unknown. Approximately twenty two hours after implantation, the patient experienced angioedema of the tongue and angioedema of other unspecified areas of the body, heat feeling on her face and tingling on her face and upper chest. The patient was treated with prednisone and diphenhydramine. The angioedema of other unspecified areas of the body, heat feeling on her face and tingling on her face and upper chest were reported to be resolved within a month. The angioedema of the tongue was ongoing described as "comes and goes 1-2 times a week." The physician reported the adverse events were previously reported by the patient's daughter to cordis on an unknown date. Additional information obtained from the physician indicated that he patient experienced swelling of the throat and breathing difficulty from the angioedema and that the patient was hospitalized and was treated with steroids. No additional information was available at the time of this report. A search was conducted in the complaint database to locate the complaint reported to have been previously reported by the patient's daughter; however, the complaint could not be found with the information available to conduct the search. The product/s remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Several components of the drug-eluting stent (des) could be responsible for a hypersensitivity reaction. These include the polymer coating, the sirolimus drug or the stent itself. There is clinical evidence showing that the most likely etiology of a hypersensitivity reaction is the polymer coating of the des. However, the polymer is not exposed until the drug sirolimus which is coating it, is dissolved. This process will take approximately three months. Reactions to contrast media are relatively common in patients undergoing cardiac catheterization. Most of these reactions are mild, and symptoms occur only for a short period of time. Numerous studies have shown that although iodine is common in contrast media, iodine is not the cause of allergic reactions to contrast media and instead the more likely culprit are the inert ingredients and the patient's past history of having other strong allergic reactions. With the limited information available and without the product available for evaluation, it is not possible to draw a conclusion about a clinical relationship between the device and the event and no determination regarding potential contributing factors could be made.

Event description:
A physician, who was an allergist, reported that a patient had experienced angioedema approximately twenty two hours after the cypher stent was implanted. The cypher stent was implanted three months ago in an unspecified vessel for an unspecified reason. Approximately twenty two hours after implantation, the patient experienced angioedema of the tongue and angioedema on other unspecified areas of the body. The patient also experienced a feeling of heat and tingling on her face and upper chest. The patient was treated with prednisone and diphenhydramine. The angioedema on other unspecified areas of the body, feeling of heat, and tingling on her face and chest resolved within a month. The angioedema of the tongue remained ongoing and occurs one to two times a week. The physician stated the patient experienced swelling of the throat and breathing difficulty from the angioedema. She stated the patient went to the hospital and was treated with steroids. She could not provide any additional information.